Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported while performing a PICC line insertion, which was a difficult insertion, I noted that saline was leaking out the rubber stopper that houses the wire. This wire is needs to be able to be manipulated throughout the procedure. The saline was coming out of the rubber stopper as I would flush the PICC line. As I got into the insertion and that wire was manipulated a few times due to the difficult insertion it was noted that while trying to aspirate blood from the PICC line there was air getting into my system via the rubber stopper along my wire. I was at a point in the PICC insertion that I was unable to proceed without instilling air into the patient and was unable to proceed with that PICC line and had to get another PICC line to complete the procedure. No other information was provided. Additional information 12/25/2023 while inserting the PICC line the procedure for the pt who has atrial fibrillation would be to leave the guidewire in place while doing a chest x-ray to confirm placement. With the guidewire present the PICC line on an x-ray is easier to visualize. Inserter was unable to leave the guidewire in place as the line was infusing air and thus inserter had to pull the guidewire to remove the air from that portion of line and flush the line prior to sending the pt for a chest x-ray.

Event description:
It was reported while performing a PICC line insertion, which was a difficult insertion, I noted that saline was leaking out the rubber stopper that houses the wire. This wire is needs to be able to be manipulated throughout the procedure. The saline was coming out of the rubber stopper as I would flush the PICC line. As I got into the insertion and that wire was manipulated a few times due to the difficult insertion it was noted that while trying to aspirate blood from the PICC line there was air getting into my system via the rubber stopper along my wire. I was at a point in the PICC insertion that I was unable to proceed without instilling air into the patient and was unable to proceed with that PICC line and had to get another PICC line to complete the procedure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.